Event description:
It was reported that the inner threading came loose from the outer ring of the pangea locking cap. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The measurable dimensions of the returned locking cap were checked and it was determined that they are in line with the diagrams and the ao/asif specifications. Conclusion both items were forwarded to our project manager in charge of the evaluation. He concluded that when the locking cap is not screwed onto a rod, it is possible for it to be turned out of the ring. In order to make the locking cap work once again as it was intended, it can simply be turned back again. While the measurable dimensions of the returned device met specifications, a review of the device history records has been requested. It is suspected that this complaint involves a handling issue, the device failure is related to the conditions of use and operational context contributed to this event.